Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in the patient. The stent delivery system is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an emergency case for a chronic total occlusion in the distal right coronary artery (rca). The graftmaster stent delivery system (sds) was advanced to the rca to treat a perforation. During the first inflation, the sds balloon ruptured. When the sds was being removed, some resistance was met and the graftmaster stent dislodged in the proximal rca due to interaction with guiding catheter. Another balloon dilatation catheter (bdc) was advanced to the proximal rca and was able to go through the lumen of the graftmaster stent. The bdc was inflated and deployed the graftmaster stent. The distal rca was treated with another graftmaster. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture. The reported difficult to remove and stent dislodgement appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.g3: added distributor as report source.